Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k053529.

Event description:
On (B)(6) 2012, the lay user/patient's sister contacted lifescan (lfs) (B)(4) alleging that the patient's onetouch ultra2 meter read inaccurately high compared to her feelings and/or normal results. The complaint was classified based on the customer service representative (csr) documentation. On an unspecified date/time, the reporter stated that patient obtained an alleged high blood glucose reading of "175 mg/dl" with the subject meter. In response to the result, the patient was administered 1.5 units of rapid acting insulin. Sometime after being given the insulin, the reporter stated the patient felt "sick". The patient's sister reported that the patient's mother contacted the patient's physician. The physician went to the patient's home. When he arrived he tested the patient's blood glucose with his meter (brand unknown) and obtained a result of "45 mg/dl". The reporter stated the physician treated the patient with food and/or drink. At an unspecified time after administering the treatment he rechecked her blood glucose and obtained a result of "55 mg/dl". This complaint is being reported because the reporter claims the patient obtained an inaccurate high reading on the subject meter, was administered treatment based on the alleged result, and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.